Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebt1882 showed one other similar product complaint(s) from this lot number.

Event description:
The facility reported to the sales rep that a provena catheter leaked from the extension leg. It was stated that there was no harm to the patient.